Event description:
Patient underwent an uneventful therapeutic pylogram procedure 2003. Two years post procedure, the patient returned with chronic urinary frequency which had presented itself over a two year period. A ureteroacopy procedure revealed a piece of foreign matter lodged in a kidney stone. The stone was extracted without incident. Upon examination of the foreign matter. It was allegedly identified as a shipping mandrel of a microvasive open-ended ureteral catheter. This mandrel is placed withing the catheter to protect. The device during shipping and is to be removed prior to use. The patient's records were retrieved and the catheter used during the procedure could not identified. The stone and foreign matter were given to the patient. The patient is fine.